Event description:
Pt underwent bilateral subcutaneous mastectomies secondary to strong familial history of breast ca. The pt was reconstructed with silicone gel implants. The left breast became infected necessitating removal of the implant. Pt now has bilateral mastodynia secondary to capsule on the right side and a scar contracture neuroma on the left. (Left side had not been reconstructed.) Procedure performed: 1) removal of foreign body (implant of right breast), 2) total capsulectomy of right breast, 3) bilat completed simple mastectomies, 4) release of scar contracture of left breast.